Manufacturer narrative:
Additional narrative: reporter name and contact number were not provided. The actual device was returned to manufacturing site for investigation. Manufacturing investigations have been performed and found malfunctioned electronical component which led to the reported failure. Review of the device history record(s) showed that there were issues during the manufacture of the product that could have contributed to this complaint condition. It was determined that electrical component (opto-coupler) inside the charger was found to be out of order and caused the reported issue.the assignable root cause was determined to be due to improper production. This issue has been escalated to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the universal battery charger device blue led light was flashing during charging even after repair by manufacturer. The device was not used in surgery. There was no patient involvement reported. There were no delays to a surgical procedure. It is unknown if a spare device was available for use. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.